Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
User reports loss of hearing sensation with the device. It is unknown if the user experienced a trauma.

Event description:
The recipient reported loss of hearing sensation with the device. No trauma reported or swelling over the implant site. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
User reports loss of hearing sensation with the device. No trauma or swelling over the implant site. Reimplantation is considered but not yet scheduled